Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the device with the right ventricular (rv) lead exhibited high out-of-range (oor) pacing lead impedance greater than 2,000 ohms. Boston scientific technical services (ts) stated that patient is not normally paced and has an intrinsic heart rate of approximately 85 beats per minute (bpm). Further, ts discussed that the main issue is that the daily measurement will be oor for the rv pace impedance and advised that physician might consider lead revision or leave the lead as it is as all other measurements were good. Additional information obtained from field representative and indicated that the cause was undetermined, however will continue to watch lead. The system remains in service. No adverse patient effects were reported.